Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the ramus intermedius. A mi is reported to have occurred on the same day as index procedure. It is unk whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device/procedure.

Manufacturer narrative:
(B)(4). Results: myocardial infarction.